Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2006. The lens had an inadequate vault and refractive change over time. The surgeon is planning to explant and exchange the lens. The lens remains implanted.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No - lens remains implanted. (B)(4).